Event description:
It was reported that the insulin pump had crack near the battery compartment. It was also reported that the customer felt the insulin pump was under-delivering due to high blood glucose levels the whole day. The customer had to give a manual injection to lower the blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.